Manufacturer narrative:
(B)(4). This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by the clinical specialist, a sapien 3 valve was unable to advance through sheath due to the patient's tortuous iliacs. The valve ¿tore through the sheath and dissected the iliac¿. The valve could not be retracted or advanced as it was lodged into the intima of the vessel wall. A vascular surgeon opened the abdominal cavity to palpate the location of the valve. An attempt was made to dislodge it manually but was unsuccessful. The esheath was removed through the groin and then attempted to deploy the valve however the balloon was ruptured and would not inflate. They removed the delivery system and the valve remained embedded in the iliac. Stents were inserted to repair the iliac and then the valve was ballooned while in the stent. A surgical valve was placed in the aortic position.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-00547. The device was not returned to edwards lifesciences for evaluation. An image was provided showing the positioning of the valve in the iliac during the procedure and the condition of the sheath post-procedure. A DHR review was performed and did not reveal any manufacturing related issues that could have contributed to the reported event. Additionally, a lot history review also did not reveal other complaints from the same work order for delivery system leakage. One similar complaint for withdrawal difficulty was identified. A review of complaint data for january 2018 revealed that the complaint rate did not exceed the control rate for both the complaint categories ¿leakage¿ and ¿withdrawal difficulty¿. No IFU/training material deficiencies were identified. During the manufacturing process, the entire delivery system is visually inspected and tested several times. Additionally, the work order underwent product verification testing as a requirement for lot release. No failures occurred during product verification testing and the lot was released. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. The complaint for ¿delivery system ¿ leakage¿ was unable to be confirmed, while ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ was confirmed via imagery review. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was performed. The complaint site reported that it was ¿attempted to deploy the valve however the balloon was ruptured and would not inflate¿. Without photographs, imagery, or the device itself, a definite source for the leakage cannot be determined. The perceived cause of the balloon rupture was that the valve struts may have torn the balloon during attempted removal of valve through the sheath or the tortuosity of the sheath could have torn the balloon. The valve appears embedded in the iliacs in one of the images provided, which suggests that additional force was required in attempts at removing the valve from the patient. During this attempt, it is possible that the crimp balloon was torn and had separated adjacent to the I/c bond, which was previously assessed in a pra. This would result in leakage and the inability to inflate the balloon. As such, it is likely that procedural factors (valve interaction with anatomy) contributed to both the withdrawal difficulty and delivery system leakage. However, based on available information, a definite root cause cannot be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Additionally, since no manufacturing non-conformances were identified in the evaluation and the occurrence rate does not exceed the complaint trending control limits for january 2018, a pra escalation is not required.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2018-00547. The device was not returned to edwards lifesciences for evaluation. An image was provided showing the positioning of the valve in the iliac during the procedure and the condition of the sheath post-procedure. A DHR review was performed and did not reveal any manufacturing related issues that could have contributed to the reported event. Additionally, a lot history review also did not reveal other complaints from the same work order for delivery system leakage. One similar complaint for withdrawal difficulty was identified. A review of complaint data for january 2018 revealed that the complaint rate did not exceed the control rate for both the complaint categories ¿leakage¿ and ¿withdrawal difficulty¿. No IFU/training material deficiencies were identified. During the manufacturing process, the entire delivery system is visually inspected and tested several times. Additionally, the work order underwent product verification testing as a requirement for lot release. No failures occurred during product verification testing and the lot was released. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. The complaint for ¿delivery system ¿ leakage¿ was unable to be confirmed, while ¿delivery system ¿ withdrawal difficulty ¿ valve, through sheath¿ was confirmed via imagery review. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was performed. The complaint site reported that it was ¿attempted to deploy the valve however the balloon was ruptured and would not inflate¿. Without photographs, imagery, or the device itself, a definite source for the leakage cannot be determined. The perceived cause of the balloon rupture was that the valve struts may have torn the balloon during attempted removal of valve through the sheath or the tortuosity of the sheath could have torn the balloon. The valve appears embedded in the iliacs in one of the images provided, which suggests that additional force was required in attempts at removing the valve from the patient. During this attempt, it is possible that the crimp balloon was torn and had separated adjacent to the I/c bond, which was previously assessed in a pra. This would result in leakage and the inability to inflate the balloon. As such, it is likely that procedural factors (valve interaction with anatomy) contributed to both the withdrawal difficulty and delivery system leakage. However, based on available information, a definite root cause cannot be determined at this time. In this case, the cause of the iliac artery dissection is related to patient factors (tortuous iliac arteries) and/or procedural factors (possible excessive push/pull force).  The cause for the device placement in incorrect location was due to a delivery system leakage (possibly break due to excessive push/pull force).  A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Since no manufacturing non-conformances were identified in the product evaluation, and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions are required. Additionally, since no manufacturing non-conformances were identified in the evaluation and the occurrence rate does not exceed the complaint trending control limits for january 2018, a pra escalation is not required.